Event description:
It was reported that the equipment was a loaner return. During the annual calibration, the defective generator pcb asm was replaced. There were no adverse consequence to the pt. One device will be returned.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The equipment was returned to the international service center. Based upon the inquiry info received visual and functional examination, it was found that the main pcb board needed replaced. The unit has not been returned for service prior to event, therefore no service history review can be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.